Event description:
Information was received that this smiths medical cadd legacy pump displayed error code 58 maintenance required. It was reported the patient changed the batteries and turned the pump back on, but the pump locked and did not function. No patient consequences were reported. No adverse effects were reported.

Event description:
Information was received that this smiths medical cadd legacy pump displayed error code 58 maintenance required. It was reported the patient changed the batteries and turned the pump back on, but the pump locked and did not function. No patient consequences were reported. No adverse effects were reported. It was further reported that the pump was infusing a life-sustaining drug. It was unknown if the product issue occurred during patient use. The patient did resolve the issue however by using a back-up pump. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
The following information was recorded: model /catalog number - 21-6400-51. Serial number - (B)(4). Information was received that this smiths medical cadd legacy pump displayed error code 58 maintenance required. It was reported the patient changed the batteries and turned the pump back on, but the pump locked and did not function. No patient consequences were reported. No adverse effects were reported. It was further reported that the pump was infusing a life-sustaining drug. It was unknown if the product issue occurred during patient use. The patient did resolve the issue however by using a back-up pump. No patient injury or complications were reported in relation to this event. Contact office for manufacture site recorded. Aware date of 10-jun-2019 recorded. Device manufacture date recorded - 09/18/2019.